Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no instrument or reagent performance issue. The assay rlu values observed for the controls were as expected in regards to the sample in question. Hologic determined that the result for the sample that tested negative and then positive may be due to low target or sample handling.

Event description:
Customer called hologic questioning the sars-cov-2 result from worklist (B)(6) on the panther instrument s/n (B)(4). One sample initially tested negative, then tested positive on the second run. Customer re-ran the sample because of irregular rlu value. Customer used assay master lot 279994.